Manufacturer narrative:
H10: per good faith effort (gfe) response received 05/02/2023, the customer reported that proximal line disconnect alarms were not clearing about one hour after switching from high flow therapy (hft) to s/t mode, and the proximal line disconnect alarms occurred even though the device was connected-- at that point, the device stopped delivering inspiratory positive airway pressure (ipap)/expiratory positive airway pressure (epap) pressure. The customer also stated that this was the second device with the same complaint in as many days and requested technical support since the biomedical (biomed) engineer could not duplicate the issue. The remote service engineer (rse) advised the customer to run a full performance verification test (pvt) and address any issues found. If no problems are found, the rse suggested discussing with the respiratory therapy (rt) staff to confirm that the correct patient interface was in use (switched from nasal canula to mask for example). Multiple attempts have been made to try to obtain further information about this case on (B)(6)2023, (B)(6)2023 and (B)(6)2023, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator stops cycling. The device was in clinical use when the issue occurred. Problem was reported when switching from high flow therapy to normal ventilation. Ventilator was swapped with no patient issue. No patient or user harm was reported. A philips remote service engineer (rse) was contacted, and the respiratory therapist (rt) reported proximal line disconnect alarms that will not clear. The biomedical engineer cannot duplicate the issue. The customer was advised to run a full performance verification test. If no problems are found, it was suggested to discuss with rt staff to make sure correct patient interface is in use (switched from nasal canula to mask for example). The investigation is ongoing.